Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had restriction in the channel system and was not bubbling properly. The issue was detected during maintenance and not during a procedure. The device was manually cleaned and failed the rapidagr cycle. It was unknown if the device was inspected prior to use or if there was any impact to the procedure. No patient injury was reported. During the evaluation of the device, it was noted foreign debris was found protruding from the air/water nozzle due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunction of foreign debris was found protruding from the air/water nozzle due to insufficient or incorrect reprocessing noted at estimation.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. A blockage was present in the air / water nozzle, which was identified during initial inspection. The blockage appeared to be a white brush like material. The item did not originate from the scope. The light cover glasses were chipped. The light cover glasses adhesive, optical cover glass adhesive, and distal end adhesive was worn. The colored ring on the aspiration housing and air/water housing was worn. The identity badge was missing. Delamination was evident on the light guide tube. The up/down/right angles were not to specification. The up/down and left/right angles had play. Blockage was evident on the air and water channel volume. The water flow, water removal, and the electrical safety test was not to specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the foreign material was a white fibrous material. The root cause of the foreign material was unable to be identified. The following is included in the instructions for useifu): ¿all cloths used in reprocessing are recommended to be lint-free. Lint or cloth fibers shed into reprocessing fluids may be injected into the endoscope channels. There is the potential for lint or cloth fibers to lodge in channels or become trapped in the air/water nozzle. If gauze is used to reprocess the endoscope, ensure that fibers do not get caught on or remain trapped by protruding components like the air/water nozzle.¿ olympus will continue to monitor field performance for this device.